Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was ¿visiting the hospital each day for antibiotics (unspecified) and to dialyze¿. At the time of this report, the patient outcome was not reported. No additional information is available as the reporter declined follow up.